Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 30, 2013 ¿ july 1, 2013. Evaluation summary: the device was received for evaluation. A visual inspection was performed and showed no defects related to the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a missing top tip. This was found before use. There was no patient involvement. No additional information is available. This is report 3 of 3.